Manufacturer narrative:
Continuation of d10: product ID 977c190 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having shocking jolts across his lower abdomen area down his right leg. Patient is on dtm. His normal pain is gone. Stimulator is helping. But every once in an a while he gets a shock and jolt that almost makes him fall over. Also when he puts his chin to chest the stimulator is intense. States that even with stim off, this is still occurring. Reprogrammed was done and the rep and had him put chin to chest while programming. If he is still getting the shocking, they will have him turn off for a couple weeks to see if occurring. Impedances are all fine. On (B)(6) 2023 the patient stated that he is still getting zapped. The stimulator is turned off, and the issue is still occurring, and he is not doing well. . Patient is voicing that he wants the stimulator out. The rep will continue to follow-up with the patient and hcp./.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient said they had experience extreme stimulation sensations over the weekend. Patient had reprogramming recently and said he could feel stimulation in certain positions, nothing outside of the ordinary. Spoke to patient today and he said over the weekend he had an extremely strong sensation that ¿brought him to his knees¿ he said it is not painful, it was just very strong stimulation from being in a certain position. It was not this intense before. The rep had the patient change to a different group in hopes that the different programming alleviates this, but will bring patient in for a programming if it becomes more of an issue. It is unknown if the issue has resolved at this time. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.